Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 200mg/dl or lower fasting. Last blood results in memory: 573mg/dl, "hi", 295mg/dl, 409mg/dl, 92mg/dl, 278mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 200mg/dl or lower fasting. Last blood results in memory: 573mg/dl, "hi", 295mg/dl, 409mg/dl, 92mg/dl, 278mg/dl. No adverse event reported.